Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: patient complaint about pian and instability. The revision was programmed and the surgeon found that the insert was broken/ worn in the posteriomedial corner.